Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for a routine follow-up. An alarm triggered for a sudden drop in impedance. The physician noted clear interference in the atrial channel. An x-ray would be scheduled. The physician elected to reprogram the device to single chamber discrimination. The patient was in stable condition.